Event description:
It was reported that pt experienced a shocking or jolting sensation with a symptom of tingling. There was no known accident or incident related to this event. Pt underwent a revision to move the implantable neurostimulator (ins) from a sub-clavicular position to the abdomen. The extension and ins were replaced, but this did not resolve the issue. During the revision the carrier broke in the tunneler, forcing the surgeon to dissect down to retrieve the carrier head and extension. The pt was admitted to the hosp. Impedance measurements were normal. There was no shocking or tingling after the extension was replaced. All pieces of the broken carrier were removed from the pt. Pt was reported doing well with no side effects and good stimulation. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).